Manufacturer narrative:
No product problem detected. Product works as intended and is functional. Reason for complaint is not reconstructable. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Screw of insertion post fractured during insertion of dental implant. This was not detected by dentist. Prosthesis could not be fixed on dental implant and implant needed to be removed.